Event description:
A caller reported experiencing a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the issue was resolved successfully, and the caller was able to start their sensor session without further errors.